Event description:
It was reported that this pacemaker exhibited high out of range pacing impedances in the rv channel. Technical services (ts) was consulted and referred the patient to the clinic for further follow up. This pacemaker remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.